Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that an a1059 modified skull clamp was difficult to lock and position the pt. The unit slipped causing two lacerations. Additional info has been requested.